Event description:
It was reported the surgeon failed to install the liner during tkr. The sides of the lock did not allow the liner to be snapped onto the platform. Issue occured during the surgery. No patient impact. No additional information available according to hcp.

Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10.   Visual examination of the provided pictures shows an articular surface with compressed dovetails. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Medical records were not provided. Complaint is confirmed. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.